Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous proximal right coronary artery (rca). The 3.25x15mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and while torquing, the sds mid-shaft separated. The proximal portion of the separated sds was withdrawn without issue, and a snare device was used to retrieve the distal portion of the separated sds. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 3.25x12mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.